Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device did not accept the software upgrade. It was not specified what software was being loaded. There was no reported patient involvement.